Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. There was a circumferential tear 132cm from the strain relief. The balloon was missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery a 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery a 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.